Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please also see associated report(s): 0001822565-2018-00824, 0001825034-2018-00907. Additional concomitant medical products: 00902603400, femoral head 32 mm diameter long 14 mm neck length, lot 60017229; 11-103562, univ rnglc shl 62mm/l24, lot 176070; 11-105924, arcom 32mm rngloc lnr hwall 24, lot 211880. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that the patient's right hip was revised approximately 15 years post implantation due to pain. The stem was removed, and the cup was retained. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined to not be reportable as we do not have reporting responsibility for this complaint. The initial report was submitted in error and should be voided.